Event description:
It was reported that a hospital staff member was driving a powered bed to transport a patient to a procedure. It was reported that they were trying to get the bed loaded into the elevator and the bed would not move. It was reported that the bed then went forward pinning the nurse between the bed and the wall of the elevator. The nurse was reported to have injured both of their hips and hyper extended their back. It was reported that the nurse finished the shift and proceeded to go home afterward.

Event description:
It was reported that a hospital staff member was driving a powered bed to transport a patient to a procedure. It was reported that they were trying to get the bed loaded into the elevator and the bed would not move. It was reported that the bed then went forward pinning the nurse between the bed and the wall of the elevator. The nurse was reported to have injured both of their hips and hyper extended their back. It was reported that the nurse finished the shift and proceeded to go home afterward.

Manufacturer narrative:
Upon completion of the investigation, no component level malfunction was identified with the bed.